Manufacturer narrative:
No device was returned. Photos were only provided. The event was confirmed through visual inspection of photos, but the used product was not returned, so an investigation could not be carried out. The root cause is skin redness due to adhesive is a caution that is also listed in the IFU. The patient may have an allergic constitution. Functional testing could not be performed. The occurrence of the incident has been communicated to the supplier. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the entire part where the surgical tape was applied was covered with a red rash. There was patient involvement, and no patient harm/adverse event reported.